Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received, indicated patient underwent surgical intervention. Where in the leads were explanted and replaced. There by providing effective therapy.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49146. It was reported patient was experiencing high impedances on all contacts. As a result, patient may be awaiting surgical intervention to address the issue.